Manufacturer narrative:
The field service engineer found an issue with the reagent probe tubing. He replaced the tubing and checked the reagent and sample liquid level detection boards. Calibration and qc were performed and were within specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit. The samples were repeated on (B)(6) 2023 on another analyzer. (B)(6) initial tsh result was <0.06 uiu/ml and the repeat result was 0.73uiu/ml. (B)(6) initial tsh result was <0.06 uiu/ml and the repeat result was 0.48uiu/ml. The customer rounded the result to 0.5 uiu/ml. (B)(6) initial tsh result was <0.06uiu/ml and the repeat result was 5.32 uiu/ml. (B)(6) initial troponin t result was <6ng/l and the repeat result was 28 ng/l. The questionable results were reported outside of the laboratory and the repeat results were believed correct. The reagent lot numbers and expiration dates were requested but were not provided.